Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to and evaluated by baxter. The system error 322 was confirmed and reproduced during eval and caused by a failed lower link switch on the auxiliary assembly. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.